Event description:
It was reported to medtronic neurosurgery that the valve component of the pt's implanted strata ii shunt was not functioning properly. According to the report, imaging showed that the ventricles were enlarged. The report also indicated that the issue may be attributable to the valve having become clogged because there was spinal fluid flowing when the shunt had been implanted. The report stated that there was no impact to the pt.

Manufacturer narrative:
The returned proximal segment of the ventricular catheter component of the shunt met the requirements for leak testing and was patent. All of our catheters are 100% inspected at the time of manufacture. The returned valve was patent. It also met the requirements for pressure-flow and pre-implantation testing. However, the valve did not meet the requirements leak, siphon, and reflux testing due to both the presence of debris within the valve and a small tear in the top membrane of the delta chamber. It is unk how or when this damage occurred. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device also caution that shunt obstructions may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Also, the IFU also cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was ot possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.